Event description:
The department of veteran affairs (va) national center for pt safety informed olympus that fourteen va facilities were not reprocessing the auxiliary water tubes as per the device instruction manual, which instructs users to reprocess the device after each use. Thirteen of the fourteen va facilities were reportedly reprocessing the auxiliary water tubes at the end of each day, and one of the va facilities had reported to be reprocessing the auxiliary water at the end of each week.

Manufacturer narrative:
The auxiliary water tubes referenced in this report were not returned to olympus for investigation. Olympus is working closely with the department of veteran affairs national center for pt safety to correct the reported user errors. Olympus has electronically published an important safety notice regarding olympus endoscopes on our olympus website to remind our customers of the proper use and reprocessing instructions for the auxiliary water tube, as instructed in the device instruction manual. Olympus endoscope support specialists have been dispatched to provide on site, in service training on reprocessing to all facilities that have purchased olympus endoscopy equipment indicated by the facilities as implicated in this event. Additionally, olympus will be mailing letters to customers who have purchased endoscopes which utilize the maj-855 auxiliary water tube. The letter will remind customers of the proper set-up, use and reprocessing of the maj-855 auxiliary water tube. If significant add'l info becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.